Manufacturer narrative:
(B)(4). Most likely underlying root cause: improper storage of test strips as indicated by customer.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Comparing blood glucose test results from truetrack meter to doctor's meter. Back to back blood test performed test results of 320mg/dl using truetrack meter and 234 mg/dl using doctor's meter. Verified storage of product is not within instructed spec since they are kept in kitchen. Test strip lot MFR's expirate date is 05/21/2017 and open vial date is month of may 2015. Recall test results performed from meter memory: 233mg/dl (B)(6) 2015 06:32pm fasting: no; 320mg/dl (B)(6) 2015 05:40pm fasting no; 266mg/dl (B)(6) 2015 02:51pm fasting: no; 480mg/dl (B)(6) 2015 07:13am fasting: yes; 277mg/dl (B)(6) 2015 07:01am fasting yes. Adverse event not reported.